Manufacturer narrative:
Patient identifier currently unavailable. Initial reporter email was not provided. The patient was provided an antibiotic cream and pain medication. The patient returned to the ER 3 days later and was taken to surgery for debridement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient identifier was not provided. Attempts were made as follows: (B)(6) 2015 spoke with mr manager, (B)(6) 2015 spoke with mr manager, (B)(6) 2015 spoke with risk manager. The ge healthcare investigation indicates that the incident appears to be the result of contact with the patient's abdomen and the inside surface of the patient bore. The patient's size did not allow for adequate padding. System log and configuration files were reviewed. The data indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident. No further actions are planned at this time.

Event description:
It was reported a patient underwent a lumbar spine MRI feet first with their arms over the head. The patient was padded away from the sides of the bore; however due to the patient's size, the patient's abdomen was touching the bore. During the exam and at the end of the exam the patient did not complain of warming or burning to the technologist. The next day the patient was examined to have two blisters measuring 2.3cm by 2.0cm and 5.7cm x 2.5cm.